Manufacturer narrative:
Patient identifier not made available from the site. Return requested. Replacement computer and axiem 4-port were shipped to site. Computer and axiem were both returned to manufacturer unused. Return requested. Replacement skull model shipped to site. This part was discarded by the site and will not be returned to manufacturer for analysis. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. Reported issue could not be replicated. System performed as intended. User error is suspected. Recommendations made regarding proper protocol for registering the patient. A medtronic representative, following-up at the site, reported accuracy was confirmed during the procedure. It was noted that the surgeon did not trace far enough laterally. Most of the tracing was done on the patient's forehead and nose. Two trace registrations was done, the first resulted in an inaccuracy of 5 millimeters when reaching the sfenoidal sinus. After the second registration, which was more lateral and more evenly spread out between forehead/nose/laterality, accuracy was much improved according to surgeon. No precise accuracy was stated, however, it can be assumed to be under 2 millimeters. In trouble-shooting, nothing was found that could point to a hardware or a software issue. Tracing has not been done enough laterally. It was determined that the looping seen was the navigation cross which changed from red to green, this occurs when the instruments are out of the emitter field. Nothing wrong with the emitter interface. No issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) maxillar sinus procedure, the surgeon alleged an inaccuracy occurred by "centimeters". No specific measurement was provided. Emitter icon showed disconnected and connected with a looped interval. The surgeon opted to complete the procedure without the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.